Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been experiencing infusion pump was alarming and repeatedly prompted them to reinsert the cassette and retry the delivery. Despite multiple attempts to reset the device, the pump remained unresponsive to any button presses. As a result, the patient was forced to switch to a backup pump. It was confirmed that the product fault occurred while the device was in use with the patient. The issue did not cause or contribute to any patient or clinical injury.